Event description:
Physician put a 2.7mm screw into a 3.5mm threaded screw hole. Revision surgery was necessary because of pain possibly due to improper screw placement. Pt demographics are not available and not pertinent to issue.